Event description:
It was reported that during a drug eluting stenting treatment procedure, the balloon was sticking in the stent and removal difficulties were encountered. The physician stated that the taxus express2 drug eluting stent (unknown size) was deployed successfully and the balloon deflated properly. However, the physician noted some resistance upon withdrawal of the balloon from the treated lesion. The balloon seemed to be sticking to the stent. The physician was able to withdraw the balloon by tugging on it. There were no pt complications or injuries reported.